Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no reported adverse impact on the customer's blood glucose level. The issue was resolved by changing the soft cannula infusion set and cartridge and then resuming insulin delivery.